Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to patient is dissatisfied with the product. The icm was prolapsing out of incision site. A new icm was implanted at the same surgical procedure. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to to patient is dissatisfied with the product. The icm was prolapsing out of incision site. A new icm was implanted at the same surgical procedure. No additional adverse patient effects reported.